Event description:
Patient reported obtaining back-to-back blood glucose results of 347 mg/dl and 151 mg/dl on the aviva system. Pt did not report taking any action based on these results. No adverse event was reported. A level-one quality control test was performed on the aviva system and the value was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.